Manufacturer narrative:
The reported lead was returned in two pieces. An external abrasion was noted proximal to the suture sleeve consistent with friction to the device can. The lead was also found to be twisted and both right ventricular cables were abraded. Electrical testing was performed and no anomalies were noted. Other damages found were consistent with those occurring at the time of explant.

Manufacturer narrative:
(B)(4).

Event description:
During interrogation, episodes of atrial fibrillation were noted as well as low impedance and noise on the right ventricular lead. All other measurements were within normal range. The lead was explanted and replaced. During explant, insulation damage was noted. The patient is in stable condition.